Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg) due the depth of the battery. It was noted that the ipg was tilted, and the charger would not connect. No malfunction suspected. The patient underwent revision procedure wherein the ipg was relocated. The patient was doing well postoperatively. Nothing was removed or added.